Event description:
The customer reported that the image was black when performing fluoroscopy, thus no live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the monoblock tube assembly needed to be replaced. The monoblock was placed on order. No further repair info is available.